Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, self test, off no power test, basic occlusion test and prime test. Device was received stuck in motor error alarm loop during bolus basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device was received with cracked reservoir tube lip, minor scratched display window, cracked caseate display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube, cracked display window, cracked case, stained end cap sticker and shifted endcap sticker.